Event description:
Ae assessor called into v-go customer care advising vcc to contact the patient because two devices have fallen off. Contacted the patient, and she stated one fell off while she was in the shower. And another fell off while she was in the store. Patient states that she properly cleans the area with an alcohol swab before applying a v-go.